Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced vaginal bleeding and granulation tissue. An excision of the granulation tissue and the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.